Event description:
Info received indicates approximately one hour into bypass the external device united stopped rotating resulting in reduced forward flow. Subsequently the product resumed normal function and full flow was re-established with no consequence reported for the pt.